Event description:
Case description: current location device unknown. Duration of use : unknown. Investigation results: no investigation was possible, because neither sample nor batch number was available. No further information available. Since last submission following has been updated (not yet submitted). Imdrf codes added. Narrative updated accordingly.//zhws. References included: reference type: e2b company number. Reference ID#: (B)(4). Reference notes: reference type: mw 3500a MFR. Rpt. #. Reference ID#: 9681821-2024-00075 reference notes: medwatch 3500a MFR. Report number. Company comment: bed ridden, general body pain and retching are assessed as unlisted events; blood glucose fluctuation, device issue and wrong technique in product usage process are assessed as listed events according to the novo nordisk current ccds in novorapid penfill. Relevant information on patient age, co-morbid condition, cause for bed ridden, definitive diagnosis are unavailable for complete causality assessment. Suspected device has not been returned to novo nordisk for evaluation. This single case report is not considered to change the current knowledge of the safety profile of novorapid penfill. Final manufacturer's comment: 06-may-2024: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Patient was already lying in bed, and was in critical condition [bedridden] due to the issue with the injection pen [device issue] blood glucose fluctuated in the past few days (15 mmol/l for high blood glucose and 2.8 mmol/l for low blood glucose) [blood glucose fluctuation] pains in the whole body [pain] retching [retching] the injection dose by the clicking sounds [wrong technique in product usage process] case description: this serious spontaneous case from china was reported by a consumer as "patient was already lying in bed, and was in critical condition(bed ridden)" with an unspecified onset date, "due to the issue with the injection pen(device issue)" with an unspecified onset date, "the injection dose by the clicking sounds(wrong technique in product usage process)" with an unspecified onset date, "blood glucose fluctuated in the past few days (15 mmol/l for high blood glucose and 2.8 mmol/l for low blood glucose)(blood glucose fluctuation)" with an unspecified onset date, "pains in the whole body(general body pain)" with an unspecified onset date, "retching(retching)" with an unspecified onset date, and concerned a patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", novorapid penfill (insulin aspart) (dose, frequency & route used- 6 iu, tid(6 u in the morning, 6 u at noon, and 6 u in the evening)) from unknown start date for "drug use for unknown indication", patient's height, weight and body mass index was not reported current condition: poor vision. Concomitant products included - insulin glargine, venlafaxine hydrochloride (the patient also took another drug, and the drug name could not be heard clearly). On an unknown date, the patient judged the injection dose by the clicking sounds. As it might involved inaccurate dose, the complaint was reported as other safety information. On an unknown date, the patient was already lying in bed, and was in critical condition due to the issue with the injection pen. On an unknown date,the patient's hypothyroidism, electrolyte, and routine blood tests( blood test) were performed.the results of the tests would be known this afternoon. On an unknown date, the patient's blood glucose fluctuated in the past few days (15 mmol/l for high blood glucose and 2.8 mmol/l for low blood glucose), and the patient had pains in the whole body and retching. The patient did not take the drugs for the past two days, and the concomitant drugs used were not for treatment of diabetes mellitus. The injection pen used was a novopen that was replaced in 2023, not a pen that was replaced in 2024. It was reported if the patient dies, it is not just a matter of these pens. Batch numbers of novopen 4 was not reported. Novorapid penfill was not reported. Action taken to novopen 4 was reported as not applicable. Action taken to novorapid penfill was not reported. The outcome for the event "patient was already lying in bed, and was in critical condition(bed ridden)" was not reported. The outcome for the event "due to the issue with the injection pen(device issue)" was not reported. The outcome for the event "the injection dose by the clicking sounds(wrong technique in product usage process)" was not reported. The outcome for the event "blood glucose fluctuated in the past few days (15 mmol/l for high blood glucose and 2.8 mmol/l for low blood glucose)(blood glucose fluctuation)" was not reported. The outcome for the event "pains in the whole body(general body pain)" was not reported. The outcome for the event "retching(retching)" was not reported. No further information available. Company comment: bed ridden, general body pain and retching are assessed as unlisted events; blood glucose fluctuation, device issue and wrong technique in product usage process are assessed as listed events according to the novo nordisk current ccds in novorapid penfill. Relevant information on patient age, co-morbid condition, cause for bed ridden, definitive diagnosis are unavailable for complete causality assessment. Suspected device has not been returned to novo nordisk for evaluation. This single case report is not considered to change the current knowledge of the safety profile of novorapid penfill. No further information available.